Event description:
It was reported by the rep that the (1) tsb45 was used during a laparoscopic gastric bypass procedure. It was reported that on the sixth application of the linear cutter, the surgeon was not able to fully advance the firing trigger resulting in no cutting or firing of the staples. There was an incomplete firing. The case was completed with another device. There was no consequence to the pt.